Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3; reference: 2.8; mean: 2.05; confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. No lot number provided for the strip and no serial number for the meter. No investigation possible without that info. As of today, products associated to this complaint are not expected to be returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: inratio: 1.3, reference: 2.8.